Event description:
Same case as MFR report # 6000093-2007-00011. It was reported that during a pci procedure for instent restenosis, the quantum maverick monorail balloon ruptured. The lesion being treated was located in the mid right coronary artery (rca). During the initial inflation, the balloon ruptured at 18 atms. The procedure was successfully completed with a different device. There were no reported patient complications. Pt's status is listed as "good".

Manufacturer narrative:
The complaint source confirmed that the product had been disposed. The cause of the difficulties stated in the complaint could be determined. The manufacturing records for top assembly batch 8937745 have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications.